Manufacturer narrative:
The analysis of the returned device is complete. The results are below: the pump's reported complaint mentioned both upstream occlusion alarming and the infusion rate being too slow. The pump had a flow rate test done which was measured at 98.47ml out of a 100ml infusion which has a -1.53% deviation which is in spec.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A healthcare professional reported the pump said there was only 4.5 hours left of the infusion but the bag was still full. The patient only received 22.5ml of the infusion and 97.5ml remained on the day the patient was to be unhooked. Medication being infused was unknown. No patient injury reported.